Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an ml taper implant was opened- the implant was covered in small plastic looking particles. The decision was made to not implant the device and remove it from the sterile field. No impact to the patient or procedure- a duplicate implant was opened and implanted into the patient. No additional information.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Visual examination of the returned product confirmed the presence of white debris on the implant, particularly in a recessed hole at the proximal end. The small white particles are visually consistent with the white foam insert (item #88-8800-042-00) used to retain the implant within the sterile cavities. Not all packaging materials were returned. Complaint is confirmed. Review of the device history record(s) for item #00771101620, lot #62153730 identified no deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (8 years). The root cause of the reported issue is attributed to transit damage. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.